Event description:
Per the customer the scale gave inaccurate values during a procedure. The procedure was completed successfully without a surgical delay; no medical intervention or adverse consequences were reported.

Manufacturer narrative:
Correction: follow-up report submitted to document the device was not available for evaluation. H3 other text : device not returned.

Event description:
Per the customer the scale gave inaccurate values during a procedure. The procedure was completed successfully without a surgical delay; no medical intervention or adverse consequences were reported.